Event description:
It was reported that during an exploratory laparotomy with bowel resection, the staple lines leaked twice with the tx60b. Staple line came apart both times leaking stool into the abdomen. The surgeon stated that the staple lines were not under tension and devices were not fired improperly. The serosa pulled out of the staple lines when slight stress was applied. The staple lines were sutured the entire length by hand. Antibiotics may have been given to the patient as the surgeon stated "they would have to wait to see what happens." The tlc55 device didn't fire smoothly. The device went through the bowel wall and an additional six inches of bowel were removed due to the enterotomy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: surgeon is a competitor surgeon and was not happy that the hospital was making him switch to ees products. The hospital is aware that the surgeon is a competitive user and that the issue may not be with the devices. The switch has only been with open mechanical products and none of the other general surgeons are having any issues. Ees sales rep has made multiple attempts to in service surgeon on ees devices. Surgeon is unwilling to accept in servicing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload loaded on the device, however one reload was received (tcr55) in good visual condition and fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.